Manufacturer narrative:
(B)(4). Evaluation summary: only the suture from the device was returned for evaluation. The reported knot lock was confirmed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, pre-close placement of the sutures was achieved in the common femoral artery using two perclose proglide devices. Reportedly, the sutures of both proglide devices were successfully deployed into a 6-french sized access site and clamped to the side. The access site was dilated to 18-french to match the outer diameter of the delivery catheter. Upon completion of the (tavi) procedure, as the knots of both sutures were being advanced to the vessel, the knots locked on the suture and could not be advanced. The sutures were removed and the vessel was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.the other perclose proglide device referenced in b5 is being filed under a separate medwatch MFR number.